Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to faulty force sensor resistor. The insulin pump passed displacement test, self test, and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with moisture damage on electronics assembly, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted during testing. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also mentioned that they were hospitalized due to high blood glucose. The customer's blood glucose was 470 mg/dl at the time of incident. The customer's blood glucose was 367 mg/dl at the time of call. The customer stated that they were vomiting. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin pump had blank screen. The customer stated that the insulin pump was exposed to moisture and there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.